Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on unknown date due to high blood glucose level over 412 mg/dl. Customer did not troubleshoot their high blood glucose reading. Customer was not using auto mode feature. Products will be returning for analysis.